Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have an indentations/burrs material missing from the plastic part of the grip tips of the bipolar forceps. The grips were not found to be bent, and no additional damage was found at the distal end. Components adjacent to the indented grip tips do not show damage.

Event description:
It was reported that the customer experienced an issue with the 8mm force bipolar instrument. The customer reported event has no report of patient injury.